Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added: d9, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of this event was that the guide wire distal end did not meet strength specifications due to suboptimal molding conditions during manufacturing. Inspection of the fracture surface of the low-strength guide wire distal end revealed layered resin solidification and the presence of welds. Brittle fractures originated at the welds, making the guide wire distal end more susceptible to tearing. This suggests a molding defect in the guide wire distal end, indicating that it was not molded under optimal processing conditions. A definitive root cause could not be determined. The instruction manual contains a warning to the user regarding this event. ·when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: ((B)(6) hospital); added here due to character limitation in respective field.

Event description:
It was reported, the lithotriptor v exhibited distal tip for passing guidewire was teared. The issue occurred during preparation for use for a therapeutic endoscopic retrograde cholangiopancreatography (ercp) lithotripsy. The procedure was completed using a similar device. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.